Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a diagnostic procedure. Reportedly, the starclose se sheath could not be split completely to deploy the clip. Resistance was noted during thumb advancement toward the end of delivery because the sheath would not split. The starclose se device was removed from the patient anatomy without issue and the tip and sheath were noted to be mangled. The clip was still attached to the device. Manual arterial compression was applied to achieve hemostasis. There was a delay in the procedure/therapy due to the patient having to lay flat for 6 hours; however, there was no adverse patient sequela. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.